Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to thrombosis and occlusion of vena cava and multiple surgical procedures approximately 15 years later. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant and medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was patient status post- mining accident with splenectomy and grade ii liver laceration, the subsequent developed of bilateral lower extremity deep vein thrombosis (dvts) and was placed on anticoagulation. He started having gross hematuria and melena. The trapease filter was deployed below the renal veins at the level of the t2-t3 vertebra. Postop fluoroscopy showed no tilt of the filter and no change of the position of the filter. The patient also tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to thrombosis and occlusion of vena cava and multiple surgical procedures approximately 15 years later. Per the patient profile form (ppf), the patient had blood clots, clotting, and/or occlusion of the ivc and recurrent dvt, requiring stent placement. He also has stress and worry. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Surgical intervention for occlusion of the ivc does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to thrombosis and occlusion of vena cava and multiple surgical procedures approximately 15 years later. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant and medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form that the patient profile form (ppf) indicated that the patient had blood clots, clotting, and/or occlusion of the ivc and recurrent dvt, requiring stent placement. He also suffers from stress and worry over the ivc filter migrating, fracturing, tilting or becoming embedded since he has a defective product in his body. Additional information received from medical records indicate that the indication for filter placement was the patient¿s status post- mining accident with status post splenectomy with grade ii liver laceration that subsequently developed bilateral lower extremity deep vein thrombosis (dvts) and was placed on anticoagulation. He started having gross hematuria and melanoma. The trapease filter was deployed below the renals at the level of the t2-t3 vertebra. Postop fluoroscopy showed no tilt of the filter and no change of the position of the filter. The patient also tolerated the procedure well.